Event description:
Received information the patient experienced a loss therapeutic stimulation following a fall. Patient is feeling more tired, worn out and not feeling good. He is getting a return of tremors in his right hand and arm. Patient hit the back of his head when he fell and had a open wound. It is unusual for the patient to fall. Manufacturer's technical services was troubleshooting with the patient's wife to try and adjust stimulation on the patient programmer. After removing and inserting the battery again and testing the ins everything was working but the patient still did not feel any better. They will try a new battery and see if the response is improved. They requested a representative visit the medical facility. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).